Event description:
On (B)(6) 2012, it was reported that the patient removed his infusion device in the changing room at school. After a sport lesson he came back and found his infusion device on the floor and thinks that other children played soccer with the device. The incident occurred in (B)(6) 2012. The patient has experienced elevated blood glucose level. His blood glucose monitor displayed hi and he thinks his blood glucose may have been over 600 mg/dl. The patient thinks the infusion device is not delivering an accurate amount of insulin. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.